Event description:
It was reported that the top part of the reservoir compartment was cracked. It happened when the customer was screwing in the reservoir. The customer's blood glucose was 283 mg/dl. The customer stated that there have been a few times when their blood glucose had gone over 500 mg/dl and they had to treat with the manual injection because the treatment with the insulin pump would not help. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. The device had cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads and cracked case at the display window corner.